Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the rotawire and the rotalink burr catheter device with the proximal end of the rotawire inside the burr catheter. The rotawire was able to be removed from the burr with no issues. The core wire shaft and tip were microscopically and visually examined and numerous kinks were noted throughout the device. In addition, the rotawire was observed to be fractured at 133.5 cm proximal of the spring tip. The fracture was due to rotational wear from the rotablator device. The outer diameter of the rotawire was noted to be within specification. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08355. Reportable based on device analysis of the related burr complaint completed on 04-aug-2017 it was reported that the burr was unable to load over a guidewire and the handshake connection was bent. A 1.50 mm rotalink¿ plus along with a rotawire were selected for use. During the procedure, it was noted that the burr was unable to advance into the rotawire. The burr was then disconnected from the advancer and noted the handshake connection to be bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was okay. However, device analysis of the related burr complaint revealed that the rotawire was fractured with evidence of wear due to the use of the burr.